Event description:
On (B)(6) 2025, this customer reported five (5) blood lead level test results which magellan reported under the medwatch program, individuality within the FDA's 30-day reporting requirements. Later, in (B)(6) 2026, and as part of a follow up with magellan ts customer reported another elevated blood lead test result associated to the initial complaint. The customer indicated the patient's blood lead test result obtained with leadcare ii was 6.0 ug/dl, while confirmation result was <1.0 ug/dl. As part of troubleshooting, at that time, technical services (ts) requested information regarding the customer's blood collection and testing methods. The customer reported using the capillary tubes included in the leadcare ii kit for patient sample collection. The customer indicated that they recently implemented washing patients' hands with soap and water prior to sample collection and drying the hands with gauze. The customer reported that the collection site was prepared by wiping with an alcohol pad and lancing the skin, and that the first drop of blood was not wiped away. The customer reported filling the capillary tube to the black line with no visible air bubbles and immediately dispensing the contents into the treatment reagent (tr) tube using the plunger. The customer reported inverting the tr tube 10 times and using the dropper provided in the kit to dispense the treated sample onto the "x" on the sensor. The customer also reported storing all supplies in their original containers, capped, until immediately before use. Ts identified that the instructions for sample collection and handling were not fully followed by the customer, specifically: (1) drying patients' hands with gauze instead of allowing them to air dry; (2) not wiping away the first drop of blood after lancing; and (3) not removing excess blood from the capillary tube prior to dispensing into the tr tube. Ts instructed the customer to follow cdc guidelines for capillary blood collection and the blood lead test procedure described in the leadcare ii package insert. Ts provided the customer with the cdc capillary blood collection video, cdc finger stick poster, leadcare ii package insert, and user's guide. Since implementing proper pre-analytical steps for sample collection the customer has not seen this falsely elevated test results.

Manufacturer narrative:
The customer call included retrospective report of seven (7) ather elevated patient results. This report documents only one patient result. Separate mdrs have been filed for each of the results. The related report numbers are referenced in the 3500a form for traceability.